Event description:
The pt's family member called to report this incident. They stated the suspect device was used to check pt's blood glucose and values in the range of 3-400 mg/dl were obtained. As a result they said pt then took extra insulin and caused the pt to go into a coma. Pt felt fine and then suddenly their glucose dropped and pt fell, breaking their collar bone and hitting their head. Emt's were called and they checked pt's glucose level at 22 mg/dl. Pt was treated with an IV and given a cat scan at the hosp. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.